Manufacturer narrative:
Product event summary: d154awg ICD, implanted: (B)(6) 2009 the distal portion of the lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: d154awg.

Event description:
It was reported that the right ventricular (rv) lead was replaced due to a chronic perforation. No further patient complications have been reported as a result of this event. It was reported that the right atrial (ra) lead was extracted due to chronic atrial fibrillation. Analysis revealed the lead sustained explant damage. No patient complications have been reported as a result of this event.